Manufacturer narrative:
Initial reporter postal code: (B)(6). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, fluid on the supply line was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell near the end of peritoneal dialysis therapy. During the troubleshooting, the patient found "a little bit of fluid on the supply line near where the clamp had been opened", that led to this alarm. The patient could not identify a hole or a tear in the cassette tubing. The current therapy was aborted and supplies were removed. Proper procedures per the user manual were reviewed with the patient. The patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.